Event description:
It was reported that a (B)(6), male patient participating in the (B)(4) study suffered from mild bleeding complications less than 7 days post procedure. The case was a clinical trial, sponsored by bwi. The event was assessed as possibly procedure related. Repeated manual compression was required to help stop the bleeding. The patient¿s medical history is unknown. The patient condition resolved without sequelae. There is no mention of any product malfunction related this patient injury. Bwi received additional information on june 10th 2015 which stated ez steer thermocool nav 4mm was involved in this procedure making this reportable event.

Manufacturer narrative:
(B)(4). Concomitant medical products: circular ablation circ loop, model# d-1322-14-si, lot# 15979515l. (B)(6). The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).